Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported aviva system blood glucose results of 128 mg/dl, 145 mg/dl, and 153 mg/dl within 10 minutes. Reported a comparison from a different day of 125 mg/dl on her aviva, 425 mg/dl on doctor's meter within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.